Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had an intermittent button response noted due to corroded keypad traces. Insulin pump received with minor scratches on lcd window, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker. No moisture damage on motor assembly or electronic assembly noted during visual inspection.

Event description:
Customer reported that the insulin pump got wet and the act and esc button were not working properly. Customer stated that they were getting a constant tone and was vibrating. Button error and a bad battery alarms were noted in the alarm history. No further information reported.